Manufacturer narrative:
Analysis was performed on the returned device. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a query of the complaint handling database for the reported lot was not performed as a similarity could not be determined. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unspecified device issue could not be determined as a specific failure mode could not be identified with the returned device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices related to an electrophysiology interventional procedure. Reportedly, an unknown failure occurred with both devices. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number. B3: date of event is estimated as 6/1/2025.